Event description:
End user reports "rough edged eyelets/ "burs" along them, cause discomfort with use". He further states "the eyelets are not as smooth as they once were describing it seems they have a "bur" areas on them. Stating "some are bad and some not that bad" but all he has used so far in his past order he reports as affected to some degree. He states this would only occasionally occur in the past as well with this product. He preps them per IFU and he uses them to cath and with this defect, some can hurt the length of his urethra other times just in some spots with use due to these rough eyelets/burs on them. He said it feels like a "heavy ouch" but goes away in a few seconds after use without intervention. Denies any bleeding when this occurs. He said as he is an engineer so he examined them closely. After use of these with reported defect he will rinse them off and feel them with his hand and he can actually feel with his hand these "burs" and the roughness of the eyelets. He feels this is a product defect as he never felt this in the past with this product. He does not feel this is an effect from the radiation to his urethra because he can feel the burs/ roughness on these with his hand and secondly, he recently placed a full order of gc glide and he said he has no pain at all with use of those in urethra and those eyelets always feel smooth with use." This emdr covers the unknown number of catheters associated with the defects.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation findings: 1. Sample inspection: retained samples from the reported lot numbers (24b07901 & 23b14503) were visually and manually examined. No defects were found. 2. Production analysis: a manufacturing issue was identified[?]during production of lot 24b07901, a tool crack occurred, leading to a small number of defective products potentially entering normal production. This was not detected in the subsequent quality checks. 3. Quality control review: training records confirmed personnel were properly trained, and inspection processes were in place. However, in-process inspections may have missed the defects. 4. Corrective actions: steps were taken to prevent similar issues, including: · retraining staff on inspection and handling of potential defects. · enhancing inspection methods, requiring personnel to use both visual and tactile checks. · implementing better tracking when abnormalities occur in production. Conclusion: the root cause was traced to the tool crack in lot 24b07901, which led to defective products being released. Quality control failed to detect these during inspection. The company has committed to improving inspection protocols and monitoring product quality more closely. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.